Manufacturer narrative:
Investigation: customer returned (11) loose 0.5ml bd insulin syringes. Consumer reported she found one bag of syringes where needles were smaller than the other syringes in one box. All 11 returned samples were examined and the cannulas of each syringe were measured: 2 syringes were measured with 30g x 12.7mm cannulas. It was observed that 1 of these syringes exhibited a crushed barrel, and the other exhibited a broken plunger rod. 9 syringes were measured with 31g x 8mm cannulas; no defects observed due to the samples being received loose (not in sealed packaging) the lot numbers for the syringes could not be confirmed, therefore the alleged issue of mixed product could not be confirmed. A review of the device history record was completed for batch# 8071803. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200743289] noted that did not pertain to the complaint (mixed product). There were two (2) notifications [200747572, 200745873] noted that did not pertain to the complaint (barrel damaged, broken plunger). There was one (1) notification [200747574] noted for damaged barrels. There was one (1) notification [200743289] noted for damaged cores. There was one (1) notification [200746005] noted for broken flange. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (mixed product). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (crushed barrel & broken plunger rod). Possible root causes for crushed barrel: defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that a bag of "smaller" syringe needles were found in the box of bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter: "consumer reported she found one bag of syringes where needles were smaller than the other syringes in one box.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bag of "smaller" syringe needles were found in the box of bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter: "consumer reported she found one bag of syringes where needles were smaller than the other syringes in one box."